Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle into the cartridge and removing air, the needle became blocked. Customer changed the cartridge and syringe/needle. The cartridge was successfully loaded with insulin. There was no reported impact to customer's blood glucose.